Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. The issue occurred in the past and customer declined any further assistance from tandem technical support. No additional information was provided.

Manufacturer narrative:
Additional information was received indicating that the customer reverted to manual insulin therapy.